Manufacturer narrative:
Inspected one opened and used reservoir. Checked o-rings/stopper groove for anomalies. None were found. Ran basal/bolus leaking test. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir leaks past the second o-ring.

Event description:
It was reported that the insulin pump alarmed low reservoir. Insulin has leaked into the reservoir compartment. The blood glucose reading is 21.6 mmol/l. Customer treated with insulin pump. Customer noticed the leak when removing the reservoir from the insulin pump. The insulin leaked past the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.